Event description:
It was reported that the right atrial (ra) lead dislodged and pulled back into the left subclavian vein. The lead was cut and the distal end of the lead was capped. The device was reprogrammed vvi mode. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m62 implantable tachy lead implanted 2013-(B)(6); d204drm implantable cardioverter defibrillator (ICD) impla nted 2013-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted during a device replacement procedure.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix was fractured. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.